Event description:
Procedure: cholecystectomy. According to the reporter: upon the use of the instrument was finalized and the collecting bag was closed, the surgeon identifies piece of the bag that fall inside the cavity. The surgeon recovered the piece, which was visible. Surgeon comments: does not want to use the endocatch gold anymore; states that the bag is low quality and it breaks. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment left in pt.

Manufacturer narrative:
(B)(4).